Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a brake malfunction a 1.50mm rotapro was selected for use. During preparation, when the burr was advanced in dynaglide mode, the rotawire started moving. The brake was not functioning. The procedure was completed with an alternate device. There were no complications reported and the patient fully recovered.